Event description:
Boston scientific (bsc) crm received info that the patient with this pacemaker was admitted to the hospital for a right ventricular (rv) lead revision procedure due to high impedance measurements >2500 ohms and loss of capture. During the lead extraction, the lead became stuck near the superior vena cava and right atrial junction. The physician applied more pressure to removed the lead and the lead fractured, leaving the remaining portion of the lead in the patient. The physician was going to attempt to implant a new rv lead, however the patient's pressure dropped. An emergency echogram was performed ruling out tamponade, however the patient's condition continued to deteriorate and eventually external and internal pacing was unsuccessful. The patient expired during the procedure.

Manufacturer narrative:
Not returned. The boston scientific crm field representative (fr) confirmed the proximal portion of the rv lead extracted was discarded. The remaining pacing system was left in the patient and the patient was transferred to the funeral home and the fr was uncertain whether an autopsy was performed. No further info is available at this time. If additional info becomes available to our company, the event will be updated as necessary.